Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5092 implantable pacing lead - 2010 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited noise and possible undersensing. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.